Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) exhibited episodes of ventricular tachycardia (vt) of varying rate and morphisms for which anti-tachycardia pacing (atp) and shocks were intermittently successful in converting. Boston scientific technical services (ts) reviewed stored episodes noting apparent normal device function. It was noted that the patient has persistent vt and does not tolerate beta blockers due to low blood pressure. The patient was started on a new medication that appeared to resolve some occurrences of vt. Ts also suggested methods for testing whether bi-ventricular trigger pacing was pro-arrhythmic. Information was later received indicating the patient had previously experienced an episode of rhythm acceleration following atp therapy that resulted in syncope while laying in their hospital bed. The patient subsequently received a 41j shock converting them to sinus rhythm once more. At that time atp therapy settings were reprogrammed. No additional adverse patient effects were reported. This system remains in service.